Event description:
While the olympus technician was on-site, the customer reported that during reprocessing, the air/water nozzle on the colonovideoscope was possibly clogged and the flow control was indicating a malfunction. No patient injury or procedure impact was reported. The olympus technician performed an on-site evaluation. During the evaluation of the device, it was found that the nozzle was clogged with foreign substances (fibers). The foreign material remained in the nozzle, which was causing insufficient reprocessing. This report is to capture the reportable malfunction of foreign material that remained in the nozzle during reprocessing.

Manufacturer narrative:
The olympus technician repaired the device on-site and the evaluation confirmed the allegation. An endoscope check was performed. The air/water nozzle, pin, and screw were replaced, and the air duct was cleaned. A functional test was performed after the repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that deviated from the instructions for use (IFU). It was unknown whether there was physical damage on the foreign material detection point. The user can detect the suggested event properly by handling the device in accordance with the following IFU: "·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.